Event description:
It was reported that autopulse nimh battery was giving low run times. There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has not yet received the product for evaluation. If product is returned to the manufacturer, a supplemental report will be filed.